Event description:
A journal article was reviewed which contained information regarding this system. The patient had a coronary sinus dissection (perforation). Also noted was the patient had drug cardioversion while in the hospital. The status of the system is unknown. Further follow up did not yield any additional information. There were no further reported patient complications as a result of this event.

Event description:
A journal article was reviewed which contained information regarding this system. The patient had a coronary sinus dissection (perforation). Also noted was the patient had drug cardioversion while in the hospital. The system is still active and in use. Additional information was received which indicated that cardiac tamponade had occurred and was drained. The patient was discharged a few days later. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number for the left ventricular (lv) lead, the manufacturing date cannot be determined. Since no lv lead ID was provided, it is unknown if this event has been previously reported. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number for the left ventricular (lv) lead, the manufacturing date cannot be determined. Since no lv lead ID was provided, it is unknown if this event has been previously reported. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397. Additional information has been received including patient demographics which have been added.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number for the left ventricular (lv) lead, the manufacturing date cannot be determined. Since no lv lead ID was provided, it is unknown if this event has been previously reported. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397. Additional information has been received including patient demographics which have been added. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found no anomalies.